Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic vap assembly was replaced to resolve the issue. Block a1, a2, a4, a5, and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of the setting during a case. The patient was switched to IV delivery. There was no patient injury.